Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The stored electrograms (egms) showed atrial undersensing. The ra sensitivity is currently programmed to automatic gain control (agc) at 0.25mv (millivolts). It was recommended to consider review of the atrial sensing parameters. Battery longevity is normal, and the alert will not re-trigger until the device is interrogated with a programmer. At this time, the device remains in-service. No adverse patient effects were reported.